Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.\ a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer had kept failing. A field service engineer removed the back panel and found that the drawer was not detecting as closed. Upon opening the drawer, the field service engineer found the left sensor loose. The sensor was fully seated in the latch block, and the drawer was then able to eject and close properly. The field service engineer checked all connections, adjusted the bus tension, and inspected the latch sensors on all full-height drawers. The system functioned as intended after the field service engineer repaired the device.